Event description:
Nurse aide was using an arjo century patient lift to lift a patient into the arjo century tub. When the occupied lift is coming down to ground, a latch must be lifted to disengage carrier seat from the left. There is a handle to disengage this latch. The nurses aide put her finger in the latch accidently rather than holding the handle. Therefore, the tip of her finger was severely lacerated requiring immediate attentiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.